Manufacturer narrative:
(B)(4) batch # unk the lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information requested for event clarification: for clarification, what was the total number of complications with the use of the harmonic scalpel? Does the surgeon believe, the post-op complication experienced by the patient are related to the harmonic device? Response obtained: I can¿t possibly recall the details that would help me answer your questions about the complications. It was several years ago and you¿re the first person to notice the discrepancy in the numbers of reported complications. I don¿t have memory of the details if the number and nature of the complications. I do recall however that the complications seemed like routine postop problems we typically saw in those type of patients.

Event description:
It was reported in journal article title: harmonic scalpel versus electrocautery in breast reduction surgery: a randomized controlled trial author: todd e. Burdette, m.d., carolyn l. Kerrigan, m.d., karen a. Homa, ph.d. Citations: plastic and reconstructive surgery (2011) 128;4 243e-249e; doi: 10.1097/prs.0b013e318221da3e. The prospective study aimed to evaluate the harmonic scalpel against electrocautery with regards to operative time, fluid drainage and postoperative pain in patients undergoing breast reduction surgery. Thirty one female patients (median age: 44 years) qualified for analysis from may2009 to dec2009 and were randomized (blinded) to harmonic scalpel or electrosurgery. In patients randomized to harmonic scalpel group complications included infected seroma (n=1) which required operative evacuation and negative-pressure wound therapy, and 3 months of dressing changes; wound dehiscence (n=2) of <3 cm; and small patch of skin necrosis (n=1) of 2x3 cm. The last two complications were resolved with wound care management in the outpatient setting. The device had no effect on the amount of pain perceived by the patients.